Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter does not turn on. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information: the patient tests between one to two times daily. The patient manages his diabetes with 25 units of lantus in the evening and if his blood glucose is over "150mg/dl" with the subject meter, the patient stated he will take 1 unit of humalog insulin for every 15 points (over - 150mg/dl). The patient indicated when his blood glucose is below "70 mg/dl", he begins to exhibit symptoms of sweating, shaking, and lightheadedness. The patient alleged that the issue began in (B)(6) 2012 (date/time unknown). In response to the reported power issue, the patient corrected and clarified he continued with his usual dose of lantus in the evening (dates/times unknown) and subsequently several hours later, woke up with symptoms of shaking, sweating, and feeling lightheaded. The patient claimed that the symptoms occurred on multiple evenings (date/times unknown). After the alleged power issue occurred, the patient clarified he did not administer any humalog insulin, since he did not know what his daily blood glucose readings were. The patient also denied testing his blood glucose with another device. At the onset of his symptoms, the patient indicated he administered self-treatment by consuming either a glucose table or fruits and felt better soon after. During troubleshooting, the customer service representative (csr) verified that there was no misuse of the lfs product and the patient was using the correct test strips. The patient informed the mss that the subject meter's battery was replaced sometime in the beginning of (B)(6) 2012. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.